Event description:
Health professional reported that pt reported a loss of restriction. Fluid loss and "bubbling which suggested a leak," was noted during port aspiration. The port leak was confirmed via fluoroscopy. The port was explanted and upon visual inspection it was noted that "the hub has cracks in it."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."